Event description:
It was reported that the procedure was to treat a distal right coronary artery (drca). The 2.5x38mm xience skypoint stent delivery system failed to cross due to anatomy. Resistance was noted during removal with anatomy. No other device was used to complete the procedure it was completed without treatment. The was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.